Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-01105. It was reported the system stopped working during aspiration. A 4f angiojet catheter and an angiojet® ultra system console were selected for use. The system completed the initial test and starts to work then stops working during the procedure. No patient complications were reported.

Manufacturer narrative:
Updated: describe event or problem with additional information. (B)(4).

Event description:
It was further reported that the 4f catheters didn¿t achieve the expected rotation; no issues were observed with the 6f catheters.